Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 127 ohms. Boston scientific technical services consultant referred the patient to follow up with their clinic. No adverse patient effects were reported. This rv lead remains in-service.